Event description:
It was reported by the customer that a pyxis medstation es system had full height drawer was stuck opened. The customer reported that there was a delay in dispensing the medications hydromorphone 1 mg/1 ml and methadone 10 mg tablets to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. The following field has been updated with correct information due to processing requirements: section b describe event or problem. Section d brand name, medical device model. Section g reporting office contact. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was stuck and did not open. A technical support specialist (tss) dispatched work order to field service engineer (fse) and the fse resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was jammed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.